Manufacturer narrative:
(B)(4).

Event description:
Pt dad reports transmitter failjmingoy (B)(6) 2019 verified on sst transmitter fail valid. Created sr for tsg 090 in cross-reference to the transmitter being replaced. Updated reporter type as per ca request.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available. No injury or medical intervention was reported.